Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing due to low signal amplitude measurements. Additionally, the smartpass feature was noted to be disabled due to the low signal amplitude measurements. The primary sensing vector was reprogrammed, and monitoring was continued. Subsequent information was received that continued oversensing was observed and resulted in delivery of inappropriate shock therapy. Surgical intervention was undertaken. The device and electrode were explanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.